Event description:
In 2009, the patient's wife reported that at 4am the patient had an elevated blood glucose reading of 488 mg/dl with his target range being 140-150 mg/dl. He treated his reading by bolusing 25 units of insulin and at 10am his blood glucose was 217 mg/dl. He has not treated that reading. He believes his elevated readings are the result of the e4 (occlusions) he has been receiving on his insulin infusion device. In the next day, the patient stated he was still experiencing elevated readings. He said his blood glucose yesterday morning was 577 mg/dl and he went to his doctor in the afternoon. She thought the issue could be with his infusion device so he switched to his backup infusion device. He said his blood glucose continued to be elevated while using his backup device. His doctor advised him to switch to insulin injection therapy which he did. His blood glucose has decreased to 77 mg/dl since he switched to injections. To troubleshoot, the patient was assisted with inserting an insulin cartridge into his device and priming without error. He stated he has only had issues since using his current box of infusion sets. He said he received a replacement box of sets but it had the same lot number and he experienced the same issues. He stated he just received new infusion sets with a different lot number but has not used them yet. He stated he will try the new infusion sets. The infusion device will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.